Manufacturer narrative:
Investigation results were made available. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: a trend considering exafit breakage was previously identified and addressed in design change. Review of event description: after approximately 15 years in vivo, the exafit stem was revised due to a fracture in the neck region. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Further information was requested but was not available. Devices analysis: the exafit stem shows damage from the revision surgery, e. G. Scratches and so on. The stem is fractured in the neck region. In this area, on the lateral side, the rectangular impaction hole is situated. On the lateral side there is a rectangular impaction hole through the middle of which the fracture runs. The fracture surfaces show a fatigue fracture. The fracture origin is located on the anterior side of the impaction hole. The fatigue fracture portion amounts to approximately 80% of the fracture surface. On the stem¿s tip there are a few zones where surface changes due to corrosion are recognizable. The metasul® head is still attached to the proximal fracture part of the stem. To avoid coarser damage to the components and especially to the fracture surface no attempts were made to remove the head. The articulation surface of the metasul® head is inconspicuous. A partial borderline between the loaded and the unloaded area is visible to the naked eye. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. After approximately 15 years in vivo, the exafit stem was revised due to a fracture in the neck region. In this region a rectangular impaction hole is located. The fracture occurred due to fatigue. The cause of the stem fracture can be identified as the geometry of the impaction hole at the neck of stem, which leads to a high stress concentration on one or both sides of the hole, resulting in a fatigue failure of the implant. Zimmer recognized this design issue and actions were taken by modifying the shape of the impaction hole. The part was produced before the design change was in place. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The device was received, the investigation is pending. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an exafit, stem, cemented, 4.2, taper 8/10 on the left side on (B)(6) 2002 and the patient underwent revision surgery on (B)(6) 2017 due to breakage of the stem. As exact implantation date is unknown the last day of the year reported is taken in this report.